Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 3mm x 20mm x 144cm coyote balloon catheter was advanced for dilatation. However, during inflation at 0 atmospheres for 0 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient injuries reported.